Manufacturer narrative:
Investigation: based on the review of the device history records and product complaint details atrium can find no fault with the product. This lot of mesh passed all quality and performance requirement. This report is based upon allegations made in a lawsuit in which atrium medical is named as a defendant. This report shall not be considered as an admission by atrium medical that the product described in the lawsuit claim and described herein is or was defective, or that it had any causal relationship to any injuries allegedly suffered by the plaintiff. H3 other text : product not returned.

Event description:
This event is deemed reportable based on the allegations in a lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medical¿s mesh product. Plaintiff allegedly experienced recurrent hernia, pain and suffering emotional distress, sexual dysfunction, diminished quality of life, defect in femoral canal, contracted mesh, scar tissue, nerve block, additional surgery on (B)(6) 2023. Since this is a legal matter, the case has been turned over to legal counsel and further information obtained through investigation or discovery may fall under the attorney/client and/or work product privilege. However, atrium will supplement this report as appropriate if additional information comes to its attention.

Manufacturer narrative:
Corrected data: section e1 - name and phone number & e4. Additional information: section b5, e1 - email address, & h6.

Event description:
Email received with additional information, a revision date of (B)(6) 2017 with prolite mesh implanted. And medwatch report mw5117527 was received for a complaint that was previously submitted (MDR 3011175548-2023-00107).